Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.

Event description:
It was reported that following a non-device related medical procedure, the patient was unable to get the implantable pulse generator (ipg) charged. The patient has done cycle charger including troubleshooting to ventilate the charger without success. The patient underwent ipg replacement procedure.

Event description:
It was reported that following a non-device related medical procedure, the patient was unable to get the implantable pulse generator (ipg) charged. The patient has done cycle charging including troubleshooting to ventilate the charger without success. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.